Manufacturer narrative:
Additional information was received such as a4 - patient weight.

Event description:
Additional information indicated a surgical intervention occurred where in the left lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-30873. It was reported that one of the patient's leads had migrated and patient lost stimulation. As a result, surgical intervention may be pending to address the situation. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.